Event description:
(B)(4). I got the essure in 2010. When the doctor started the procedure everything was fine until he got to the left side. Once he started in the left side, the pain became so unbearable I was crying. The doctor decided at that time that I would have to wait and have the left coil put in surgically. I had to wait a couple weeks and then had the left side put in. About (B)(6) of 2011, I started to experience severe utis and painful inter course. I was given every medication that you can have for utis and nothing was clearing it up. I had an ultrasound done and other lab work done. The doctor found endometriosis and a cyst on my left ovary the size of a golf ball. I was sent into surgery to remove the endometriosis and the cyst. The doctor had to remove the left fallopian tube and left ovary. He had to scrape off all the endometriosis. I have since been experiencing painful inter course, migraine and weight gain. Currently I have right hip pain and joint pain so bad that I can't function by the end of the day. I am unable to loose weight and currently take medication for anxiety. I haven't ever had weight issues or anxiety. I am constantly bloated with gas and nothing relieves it. I have very low energy levels and am tired all day even after an 8 hour nights sleep.